Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: implant ruptured while implanting with minimal tension.

Event description:
Healthcare provider reported " proceeded to remove as was uncertain what the red dot on the implant packaging indicated. While removing, the implant ruptured." " implant was already in and when I pulled it out, it broke, with minimal tension, so there was something wrong with that implant." This record is for an unknown side. The device was removed.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified the device was broken shell and flat creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified broken striated. Based on the device analysis the final assessment is: a striated edge broken in the side anterior assessed as surgical damage.

Event description:
This record is for the right side.